Event description:
It was reported that; during final tightening, one of the "legs" broke. The surgeon was able to final tighten using the other, bulkier final tightener in the set.

Manufacturer narrative:
Method: device inspection and device history review; results: the nut tightener was confirmed to have one of the castle teeth fractured off. Manufacturing records were reviewed and no manufacturing anomalies were reported. It was unknown how many times the instrument had been used. Conclusion: the root causes of the fracture is unknown and multifactorial and there was no defects found with the instrument (normal wear).

Event description:
It was reported that; during final tightening, one of the "legs" broke. The surgeon was able to final tighten using the other, bulkier final tightener in the set.